Event description:
The following has been alleged by the pt: the pt alleged that on (B)(6) 2005, he was implanted with a bard composix kugel mesh to repair an epigastric hernia. On (B)(6) 2013, the pt alleges that he has had persistent pain, nausea and vomiting that has increased in frequency and intensity over the past few months. He alleges that his doctor said the mesh "feels like a hard knot and needs to come out" and that his doctor also stated the hernia is not longer present. At this time the mesh remains implanted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information, including but not limited to, operative reports, office visits, lab reports, and pre-existing conditions. At this time medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted; therefore, is not available for evaluation. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.